Manufacturer narrative:
After trouble shooting with the account the nurse control panel hi/low switch was identified as causing the issue. The account was provided the correct part number to repair. Repair status is unknown. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Information received indicates the hi/low motor drifts when plugged in.